Manufacturer narrative:
(B)(4). Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer called stating she wanted to confirm her insulin pump was working. The customer's blood glucose ranged between 82mg/dl-109mg/dl. The customer stated she was hospitalized two weeks and woke up high. Her blood glucose was 390mg/dl. The customer stated she thinks she forgot to set the bolus to deliver as she saw the pump counting up.

Event description:
Customer reported she woke up with high blood glucose of 300 mg/dl. Customer stated she checked her blood glucose before lunch and it was 309 mg/dl. Bolused, ate, and her blood glucose went up to 600 mg/dl. Customer was currently hospitalized. The drive support cap was normal. No air bubbles or leaks noted. Customer was advised to do a manual prime and insulin did not exit the tubing. Settings were correct. Unable to complete high pressure test customer did not have a tubing clamp. Cannula was not bent. Customer did not wish to do high pressure test because she did not have spear tubing . No further information reported.